Event description:
The customer reported that he received alarms on the insulin pump, indicating radio frequency issues. The customer was advised that it would be acceptable to continue to use the insulin pump, however, he would maybe continue to receive the alarms. His blood glucose was 146 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.